Event description:
The distributor reported that the inner wall of tubing on the stroke volume limiter (svl) is covered with metal powder and the grey plastic adaptor from the svl to the pt broke. Pt was switched to a backup svl without incident. No pt injury.